Event description:
A report was received that the patient underwent a pocket revision due to pain. During the revision, the physician elected to replace the ipg as the patient had issues charging the implant. The patient is doing well following the revision.

Event description:
A report was received that the patient underwent a pocket revision due to pain. During the revision, the physician elected to replace the ipg as the patient had issues charging the implant. The patient is doing well following the revision.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause pain in the patient's pocket site was investigated. The ipg exhibited normal device characteristics. The reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. The complaint of difficulty charging the ipg was not confirmed. The ipg exhibited normal charging and discharging characteristics.